Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the "300-low 400 mg/dl range", and ketones. Customer reverted to manual injections to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.